Event description:
Information received indicates when the head section was lowered, it would drift back to the up position.

Manufacturer narrative:
The technician found that the head gas springs were causing the stretcher to drift to the up position. The technician replaced the head section gas springs to repair the stretcher.